Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that intra-op, the tip broke. The fragment of the product was retrieved. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: a piece about 9mm x 5mm has broken off one of the prongs at the instruments tip. Exam of the fractures faces indicates that it may be the result of overload. Conclusion: the above observation is consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.